Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4) - cataract, induced, vision, loss of, device remains implanted. Evaluation method: lens work order search, medical review. Results: a lens work order search was performed and no similar complaints were found within the work order. Medical review - the icl is indicated in patients 21-45 years of age. There is a much greater risk of cataract in patients over 45 years of age post icl implantation. The patient in this case is over 45 years of age. Anterior subcapsular cataract is a labeled complication in the implantation of an icl. Cataract extraction may be necessary if vision is compromised, to preclude increase in severity of the condition. If the condition is non-progressive, the surgeon may opt to leave the icl, especially when there is no decrease in visual acuity. In the us FDA clinical trials, approximately 6% to 7% of eyes developed anterior subcapsular opacities at 7 years following icl implantation, but only 1%-2% progressed to clinically significant cataract during the same period. Cataract extraction was performed in these cases and visual outcome was good. Conclusions: based on the complaint history, work order search and the medical review, a likely root cause of the event has been determined to be due to the off-label use of the lens in regards to the patient's age. (B)(4). Lens remains implanted.

Manufacturer narrative:
Device evaluated by manufacturer? No. Lens not returned. (B)(4).

Event description:
Additional information received - the patient reported the lens was explanted and cataract surgery was performed.

Event description:
Additional information received - the icl was explanted on (B)(6) 2013 and cataract surgery was performed.

Event description:
The patient reported the surgeon implanted a 12.6mm micl 12.6 implantable collamer lens in his left eye (os) on (B)(6) 2008. The patient reported the development of a cataract. The facility reported the cataract was diagnosed on (B)(6) 2011. The patient's post-op va was 20/25. The icl remains implanted.